Manufacturer narrative:
(B)(4). Additional narrative: this device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix 3+3 compounder that "continued pumping when the source container was empty. The device did not generate a no flow alarm and filled the final bag with air" was neither confirmed nor reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device was not serviced by baxter prior to this event.

Event description:
The facility reported an automix 3+3 compounder which continued pumping when the source container was empty. The device did not generate a no flow alarm and filled the final bag with air. This condition occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.